Manufacturer narrative:
This file is related to (B)(4). Device evaluation: the evo- fully-covered esophageal stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Lab evaluation: n/a. Documents review including IFU review: as the evo (20 mm 12 cm fully covered evolutions stent ) is listed as unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- (fully-covered esophageal stent) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, which informs the user about the potential complications "additional complications include, but are not limited to: stent misplacement and/or migration." On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A 20 mm 12 cm fully covered evolutions stent is placed above the les to minimize the risk of stent distal migration. The stent is now successfully deployed. Unfortunately, the stent migrated into the stomach 2 day after stent deployment.